Event description:
It was reported that the patient received an inappropriate shock for rapidly conducted atrial fibrillation. Programming changes were made. Normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.